Manufacturer narrative:
The insulin pump received with stained end cap sticker. No burnt motor noted.

Event description:
It was reported that the insulin pump is damaged. Troubleshooting was performed. The father stated that the drive support was burnt. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.